Event description:
Nurse inserted catheter. Catheter was leaking at hub. When tightening the IV to the hub, the catheter disconnected from the hub. The catheter was pulled out of the pt, before it moved into the vein. Additional info received from the facility indicated that the catheter was removed without incident and the pt suffered no further adverse sequela associated with this incident.